Manufacturer narrative:
B1/b2 due to change of health effect - impact code on the previously submitted report, b2 should of been updated to other serious injury and required intervention removed.

Manufacturer narrative:
The pump has been obtained and will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 79-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage a shock. The patient was admitted with non-st elevation myocardial infarction (nstemi), severe multivessel disease (mvd), and peripheral artery disease (pad), with reduced left ventricular ejection fraction. Impella cp support was initiated while the patient was pending further management decisions, including consideration of cardiac surgery versus percutaneous coronary intervention (pci). Due to the patient¿s history of severe peripheral artery disease, a distal perfusion catheter was placed by the physician. The impella cp was positioned via the left femoral artery, with flow directed from right to left. During support, the left lower extremity was noted to be pale, and distal pulses were not detectable by doppler assessment. Evaluation identified clot within the tubing used for distal perfusion, which was extracted. The extension tubing was subsequently exchanged for hard pressure tubing as part of troubleshooting. Further vascular assessment with arterial duplex imaging on june 13 demonstrated semi-occluded bilateral lower extremities. The managing physician was made aware of the findings. The following day, the patient was escalated from impella cp support to an impella 5.5 device for ongoing hemodynamic management. Additional information was received indicating that the physician elected to place a distal reperfusion catheter, with flow directed from the right (non-impella) leg to the left (impella side) leg. Additional vascular assessment performed at the receiving hospital via arterial duplex imaging demonstrated adequate flow in the left upper thigh, with poor flow in the left lower leg below the knee, which was attributed to severe calcifications. The impella cp device was removed the following day when the patient underwent coronary artery bypass graft (CABG) surgery, and the patient was escalated to impella 5.5 support for continued hemodynamic management.

Manufacturer narrative:
B5 additional information was received. D9 device was returned and date received was added. H6 health effect - impact code was changed from f19 to f12. Type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Additional information was received that the dpc was placed at the same time as the impella cp, the patient had chronic pad/pvd, and it was placed per md discretion. The patient was taken for surgery for CABG, the impella cp was then escalated to a 5.5.